Manufacturer narrative:
The following other devices were also listed in this report: size 4 right medial tibial component ; cat# unknown; lot# unknown. Restoris size 4 right medial femoral component; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Dr. (B)(6) removed mako mck medial onlay uni implants from a right knee patient originally done by dr. (B)(6) on (B)(6) 2015. He removed due to possible infection. He replaced the implants with a cement spacer. For the tibia, he opened a 4x10 onlay insert and cemented it in. He will convert to a total knee eventually.